Event description:
It was reported that during device preparation of a mitraclip xtw, the clip introducer was difficult to slide over the clip. It was noted that the polyester cover was frayed. A small fiber was sticking out where the cover bends, making the clip introducer difficult to slide over the clip. The device was not used in the anatomy and a replacement completed the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the frayed clip cover and difficulty inserting ci over the clip cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.